Event description:
Further follow up with the healthcare professional revealed the product was juvéderm ultra¿ xc. Patient was pre-treated with chlorhexidine prior to injection. Packaged needle was used. ¿physician applied the product to ¿sng¿ (nasogenian fold) when, after about 40% injected, the needle/syringe was disconnected, leaking the rest of the product, as the physician was pressing the plug with [their] fingers.¿ ¿needle was inside the skin, just dermal plane, and there was no infiltration of the product.¿ healthcare professional completed injection by using another syringe. "Good evolution ¿ post¿ was reported as the outcome.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Company representative reported on behalf of the healthcare professional who noted during injection with a syringe of juvéderm ultra¿ with the syringe ¿into the patient¿s face,¿ the healthcare professional continued ¿making pressure for application¿ and the syringe ¿burst.¿ it was reported the ¿product overflowed.¿ the needle was removed and [they] continued the application with a new one. No injuries occurred.